Event description:
Importer reported on a patient developed an infection following a procedure where alma lipodiode system 1470 was used. As a result, the patient was hospitalized for three days and required a drain tube and IV antibiotics for treatment.

Manufacturer narrative:
Importer reported on a patient developed an infection following a procedure where alma lipodiode system 1470 was used. As a result, the patient was hospitalized for three days and required a drain tube and IV antibiotics for treatment.